Event description:
Facility reported to richard wolf medical instruments corp (rwmic) that during a procedure, black band on instrument fell off into pts abdominal cavity, however, it was easily retrieved. No injury to pt or staff reported and procedure was completed as scheduled.

Manufacturer narrative:
The actual device was returned to the richard wolf facility and investigation completed (B)(4) 2014. Upon visual and functional inspection by the mechanical assembly department, the weld between the inner and outer ring broke. The root cause is wear and tear as device is over 12 years old. Device will be scrapped as it is unrepairable. No record of routine maintenance or repair in last five years. No similar issues in the last five years on this device. Labeling was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions. Rwmic considers this matter closed. However, in the event additional information is received, we will provide FDA with follow-up information.